Event description:
I had cataract surgery and had restor lenses implanted. Since that time reading has been difficult unless in very bright light. Letters have a grey shadow around them. Driving at night is difficult. Lights look like they have sparklers radiating from them. One distance that is not included is the distance needed to read a standard computer screen so I must get very close to the screen to use a computer. I am a nurse and can no longer read a mercury thermometer. I am unable to see shiny things due to the glare, so simple tasks on items that reflect light like fastening a necklace etc are impossible to see. I miss my glasses. I had cataracts, but at least I could see clearly (date above is an approximation). I've tried reading glasses, no help. Sunglasses don't take care of the glare.